Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomed tech called tech support and reported a suspected allegation of incorrect fluid removal during hemodialysis. F/u was conducted with the dialysis charge nurse who reported the female pt, who she describes as "a fluid abuser," was weighed by the staff prior to her treatment. The machine was programmed to remove 4 liters of fluid. Treatment was unremarkable. The pt did not complain or display any symptoms. After treatment, the machine showed the 4 liters was removed but when the staff weighed the pt, she weighed exactly what she did prior to treatment. According to the charge nurse, she believes they brought the pt back the next day for an add'l treatment but she could not be sure. The pt did not require any medical intervention and continues on hemodialysis.